Event description:
Customer reportedly received results of 85 mg/dl and 22 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the test strips have all been used and the customer was unable to provide the lot number or expiration date.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product will not be returned.